Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01395. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of low flow alarms and the report of a malpositioned inflow cannula can be confirmed. Log files from the time of the of the reported event were submitted which captured numerous low flow events. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. The patient remained ongoing on vad support until they expired on (B)(6) 2018 due to a hemorrhagic stroke. The patient's expiration was reported on medwatch MFR. Report # 2916596-2018-03169. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 due to low flow alarms. The patient was not hypertensive and did not have any issues with volume or right ventricular failure (rvf). The patient had gained 50 lbs recent to the event. On (B)(6) 2018 the low flow alarms were reportedly increasing in number throughout the day. The patient was asymptomatic even with flows decreasing to below 2 lpm. The patient had an ejection fraction (ef) of 30%. X-rays showed that the cannula was very posterior. The cause of the low flows was determined to be posterior inflow cannula positioning due to weight gain. The pump blood flow was found to be adequate but the pump position was compromised. The patient¿s abdomen was pushing up on diaphragm and thus the pump. On (B)(6) 2018, the surgeon performed a thoracotomy off bypass to realign the pump. The lvad inflow cannula was pointing towards the inferolateral wall of the left ventricle, keeping the lvad from unloading the ventricle. A partial rib was removed to move the pump down and lateral. The pump was anchored to the facia. The final placement was perfectly directed towards the mitral valve which immediately improved and resolved the low flows. On (B)(6) 2018 it was reported that the patient was stable without low flows.